Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of 585 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and was released from the hospital on (B)(6) 2019. Upon being released from the hospital the customer¿s bg level was in the 200 mg/dl range, and customer was unsure if the event caused permanent damage. Reportedly, the wake button did not function and customer was unable to deliver a bolus. Reportedly, customer continued to use the pump for insulin therapy.